Event description:
N/a.

Manufacturer narrative:
The unit was received with the mayfield 2 lock having up and down movement and was not locking and holding properly. General maintenance and cleaning required. The device history record reviewed for device showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. Wear and tear or improper handling likely caused the complaint. The definite root cause could not be reliably determined. Device identifier #(B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that an a3059 mayfield composite series skull clamp would not lock on (B)(6) 2019. Additional information received on 11mar2019 and 18mar2019 indicating that the locking knob was in locked position but the rocker arm with the two cranial pins was still moving around. A 15-minute delay was noted however, the impact of the delay would have been the operating room (or) time and the time needed to get another skull clamp for the craniotomy procedure. There was no patient injury or consequences noted.